Event description:
The patient underwent a sling procedure in 2005. At 90 days post-operative, the patient presented with a 1.5cm exposed portion of the mesh. Hormonal therapy has failed and a re-operation is planned.